Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient says the trial was fine but she feels no stim with the permanent ins and it is not helping her symptoms; patient was implanted 4 days ago on (B)(6) 2018. Patient¿s bladder is full and will not empty. Patient adjusted therapy up to 8.5 v and is not feeling anything and the programmer does not let her go higher than 8.5 v. Troubleshooting included having the patient sync their programmer with the implant. The programmer showed the ins was on and set at 7.6 v. Patient services recommended the patient call their hcp and ask about other programs. The patient then wanted to know how to change programs, was instructed, and then changed to p 2 on the call and says she now feels stimulation. The patient will monitor symptoms and adjust if needed, and it was recommended to let their healthcare professional know that she changed a program. No further complications were reported or are anticipated.